Manufacturer narrative:
(B)(4). Batch# unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: approximately how far did device fire? Approx. Half the way. Was the device difficult to fire? No and not difficult to close either. Did the device require one or two hands to fire? Only one. What troubleshooting steps were taken to open device? Return button was used with no success but it seems that the manual override wasn¿t use and I don¿t know why. Were any clips used in the vicinity of device firing? Don¿t know. How was the procedure completed? Converted to open procedure. What is the current patient status? Don¿t know. The tissue was very dense, hard and very thick and the pre-radiation/chemo etc. Has certainly impacted the tissue.

Event description:
It was reported that during a vats procedure they couldn¿t open the sc45a echelon stapler (black cartridge) and they had converted to an open procedure and the stapler was stuck on the specimen. The knife was stuck within the cartridge and migrated crotch staplers was visible as well. The manual override was not used. The tissue was quite stiff and rigid due to pre-op chemo and radiation but the stapler wasn¿t hard to close. The surgery was delayed due to the reported event. The exact amount of time is unknown. Converted from vats to open procedure, the procedure was successfully completed,

Manufacturer narrative:
(B)(4). Date sent: 8/26/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one sc45a device was returned articulated to the left, the closing trigger in closed position, the firing trigger and anvil in opened position, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, a gst45t reload loaded in the device. The reload was received partially fired 2/3 with the reload deck damaged. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.